Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "cuff leak, suspected material defect (cuff air supply hose cracked) invasive reintubation oral." Multiple attempts have been requested to the complainant with no response. Unknown at the time of report patient health status.

Manufacturer narrative:
Qn#(B)(4). The actual sample was returned to the manufacturing site for investigation. The manufacturing site reports that upon visual inspecti on it was observed that the side arm was cut from the tube. It was also reported that the cuff was inflated using an endotest meter and the cuff was able to maintain pressure at 25mbar. The sample was immersed in water and no bubbles were observed indicating there was no leakage. The complaint could not be confirmed.

Event description:
It was reported that "cuff leak, suspected material defect (cuff air supply hose cracked) invasive reintubation oral." Multiple attempts have been requested to the complainant with no response. Unknown at the time of report patient health status.

Event description:
It was reported that "cuff leak, suspected material defect (cuff air supply hose cracked) invasive reintubation oral." Multiple attempts have been requested to the complainant with no response. Unknown at the time of report patient health status.

Manufacturer narrative:
(B)(4).